Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the picture showed the patient, the generator serial numbers and the device packaging. The device was not shown. Without receiving the device, a detail investigation could not be performed for the reported complaint. The customer was advised to return the device, so a complete evaluation can be performed. If additional information is obtained, or the product is returned, this investigation will be re-opened. It was reported that the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals when used with. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlls10gen ls series vessel sealing gen (serial#: (B)(6)) forcetriad force triad energy platform (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on greater omentum after three or four seals. The seal showed evidence of energy delivery but bled after cutting. The device¿s jaw was cleaned every time. Another ligasure device was used successfully with the generator.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals. The device had no alert presented but the seal showed evidence of energy delivery and bled after cutting. The blood loss was not appreciable. The device¿s jaw was cleaned every time. The vlls10gen was used first, then switched to forcetriad. Another ligasure device was used successfully with the forcetriad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals when used with. The device had no alert presented but the seal showed evidence of energy delivery and bled after cutting. The blood loss was not appreciable. The device¿s jaw was cleaned every time. The vlls10gen was used first, then switched to forcetriad but the issue persisted until another ligasure device was used successfully with the forcetriad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals. The device had no alert presented but the seal showed evidence of energy delivery and bled after cutting. The blood loss was not appreciable. The device¿s jaw was cleaned every time. Another device was used successfully with the generator.